Manufacturer narrative:
Other applicable components are: product ID: 309328, lot# 0209767278, implanted: (B)(6) 2015, product type: lead.

Event description:
Information received from a healthcare provider for a clinical study via a manufacturer representative (rep) reported pain and discomfort at the perineal level. The factors that may have led or contributed to the issue were unknown. No diagnostics/troubleshooting was performed and no actions were taken. The issue was not resolved at the time of the report and it was reported to be not related to the lead. There was a report that the event was ongoing and it was assessed as not serious, not related to procedure, and related to the device. No surgical intervention occurred or was planned. Relevant medical history includes fecal incontinence due to obstetrical trauma since 2000. No further patient complications have been reported as a result of this event. Additional information received reported that the discomfort started after surgery fro sigmoidectomy on (B)(6) 2016. There was a report of discomfort probably due to the stimulator setting. It was reported that the cause was when the patient sleeps on the back, the stimulator was auto activated because the patient leaned on the battery. The event was not resolved but it was reported that the patient could live with that. Additional information received reported that the date of onset was (B)(6) 2016. The patient reported that the adverse event started after sigmoidectomy surgery on (B)(6) 2016 where the device was off during the surgery. It was reported that the neurostimulator was set on 3.5. When the patient slept on their back, the device activates because they lean on the battery. The issue was not resolved but the patient exited the study. Actions taken was a medical consultation that was scheduled in september. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.